Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. As the minicap was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap experienced leakage of the povidone iodine solution. The nurse reported that the iodine was leaking from cracks in the device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 7 of 10.